Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Alarm - error codes / messages was reported.

Manufacturer narrative:
Corrected information: d10, h6, h10. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail sensor for error 242.4030 alarm - error codes / messages. Replaced broken bezel, replaced damaged rear case, replaced damaged door assy, replaced 3rd party door latch assy and replaced left/right corroded iui's.. A review of the device history record for sn (B)(6) was performed from (B)(6) 2008 to (B)(6) 2020 and note that this device has been returned for service two times, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board . Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the ail housing causing a damaged ail sensor with error code 242.4030. "The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. " the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
Alarm - error codes / messages was reported.